Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD), which was included in the safety advisory communicated to physicians on november 1, 1999, was scheduled for and elective upgrade. During the replacement procedure, telemetry could not be established with the ICD. The ICD was removed and replaced.